Event description:
A patient's one touch profile meter was reading inaccurate high. Medical affairs specialist was unsuccessful in reaching the customer to obtain more information. Per documentation, the patient had reported that they got a reading of "hi" and based on that reading, they took 5 units of humalog. Approximately 2 hours later, they re-tested and again got a "hi" on the meter. They took 5 more units of insulin. Later (time frame unknown), they passed out and their spouse called the paramedics. When they woke up, the paramedic's meter read 50 mg/dl and their meter read 150 mg/dl. They were not taken to the hospital. It is unknown if they were treated by the paramedics. However, troubleshooting discovered that their meter was miscoded. The patient then stated that they now believed that the problem was the coding and that they were not aware that the meter needed to be coded to match the test strip code. No further information has been reported. Sending letter to try and contact the customer.